Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Updated section 3.1 nature of incident: the customer reported to competent authority for incident and in user report provided on 26jul2024. The information regarding female patient and year of birth=1950.

Event description:
The customer observed false reactive alinity I havab-igg results on one female patient (year of birth=1950). The results provided were: on 15jul2024 sid 113261066281=1.03 s/co (> 1.00 s/co=reactive) /repeated on 16jul2024=0.31 s/co (< 1.00 s/co=nonreactive); repeated on another alinity=0.16 s/co there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). This report is being filed on an international product, list number 08p26-22 that has a similar product distributed in the us, list number 8p27/6s93.

Event description:
The customer observed false reactive alinity I havab-igg results on one patient. The results provided were: on (B)(6) 2024, sid (B)(6) =1.03 s/co (> 1.00 s/co=reactive) /repeated on (B)(6) 2024=0.31 s/co (< 1.00 s/co=nonreactive); repeated on another alinity=0.16 s/co there was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for false reactive alinity I havab igg result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review and field data of the alinity I havab igg reagent lot number 60404be00. The ticket search by lot indicates that the likely cause lot performs as expected for this product. A review of tracking and trending data did not identify any related trends for the product for the issue. Historical performance of reagent lot 60404be00 was evaluated using worldwide data from abbottlink. The median value and the number of standard deviations to cutoff of the negative population for the complaint lot(s) are within the established limits. Therefore, the overall performance regarding specificity is acceptable and comparable to historical reagent lot performance. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I havab igg reagent lot number 60404be00.

Event description:
The customer observed false reactive alinity I havab-igg results on one female patient (year of birth=1950). The results provided were: on (B)(6) 2024 sid (B)(6) =1.03 s/co (> 1.00 s/co=reactive) /repeated on (B)(6) 2024=0.31 s/co (< 1.00 s/co=nonreactive); repeated on another alinity=0.16 s/co there was no reported impact to patient management.